Event description:
Pt underwent revision of pacemaker system due to voluntary product recall of atrial pacing lead. Leads were laboriously dissected free to the venotomy site and the atrial lead was removed uneventfully after retracting the screw. Because of high ventricular pacing threshold (>2.5v), it was capped and abandoned in position in the upper mediastium. Both leads were replaced without incident.